Event description:
Customer states: during use on a patient, air leaked from the cuff. Customer reported that extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4).